Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the device was inserted without difficulty, the foot was deployed and then the needles were deployed. When the plunger was retracted, it was noted that the suture was not attached to the needle. The foot was parked. In an attempt to remove the device, it was discovered that the device was "stuck". The physician deployed and parked the foot again. A second attempt to remove the device was unsuccessful. The physician viewed the access site under fluoroscopy and reported that he visualized that "the foot was still deployed". The physician advanced the device and then deployed and parked the foot. The device was then removed over a guide wire without difficulty. The device was exchanged for a 6 fr. Sheath. At that time, it was noted that the suture remained in the artery. The suture was attempted to be removed, however, only a portion came free. The pt was taken to surgery for a cut down procedure and removal of the suture. The arteriotomy was closed with two 4.0 prolene stitches. The pt was discharged home the next day and is doing "fine".